Event description:
It was reported that a pt sustained second degree burns and blisters to the face after hair removal treatment with the lumenis lightsheer duet. It was further reported that the system was not cooling.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. Follow up with the caregiver revealed that her son was doing well and is continuing with his treatments. No medical intervention or patient injury was associated with this event. A root cause was not identified due to insufficient information. Possible causes of a system error 2240 include the solution bag fell and disconnected during therapy, the patient left an open clamp on an unused supply line, the patient did not connect when therapy initiated, and the patient did not properly disconnect during therapy. A label review was not performed due to unsuspected user error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm (indicating air) on the homechoice (hc) device during initial drain. The technical service representative (tsr) explained the alarm and advised to start over with new supplies and to call the nurse. On (B)(6) 2010, product surveillance contacted the nurse who indicated that the patient started over with new supplies and was able to continue with therapy. The nurse stated there was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample was requested, however availability is unknown at this time. Should additional information become available, a follow up MDR will be submitted.